Event description:
An account experienced erratic sodium results after changing a sodium electrode. The following six discrepant results were provided (initial/repeat mmol/l): 128/136 and 135, 128/139 and 139, 126/135, 133/141, 128/134, 118/127 and 125. The incorrect results were not reported. The field service rep found the samples had been run prior to the electrode becoming fully stabilized.